Manufacturer narrative:
Date sent to the FDA: 05/04/2021 additional information: h6 a manufacturing record evaluation was performed for the finished device lot number qkmepj / j433h05, and no non-conformances related to the reported complaint condition were identified. Additional h6 component code: g07002 ¿ device not returned additional information was requested, and the following was obtained: ¿ was the needle removed from the patient during the same procedure?--------yes ¿ what tissue/location was suturing when pull-off occurred?--------unk this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 05/04/2021 corrected information: d7a this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Events reported in 2210968-2021-03124. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull-off occurred? A manufacturing record evaluation was performed for the finished device batch number qkmepj, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2021 and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.